Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, traces of oil was found inside the filter's chamber of the air gas module. The air/o2 gas module regulates the inspiratory gas flow and gas mixture. According to the user manual for servo-I (e.g. Rev. 06), supplied gases shall meet the requirements for medical grade gases according to applicable standards. The conclusion is that cause of the issue was liquid contamination of the air gas module from hospital's gas system.

Event description:
It was reported that the ventilator's air gas module was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).